Event description:
On (B)(6) 2013, the surgeon performed an si joint fusion utilizing the ifuse implant system where he placed three implants (7 x 65mm, 7 x 55mm and 7 x 50mm). The intra-operative fluoroscopic images were described as quite difficult to interpret. The patient began complaining of radiating pain in the right buttock and foot immediately after surgery. A CT scan was performed that showed that the cephalad implant was malpositioned. Later that same day, the surgeon performed a revision surgery where he removed the most cephalad implant (7 x 65mm). The surgeon did not place additional implants. The surgeon did not perform bone grafting. The patient has had significant improvement in her pain complaints. No motor or sensory deficits were reported. Per si-bone vp of medical affairs: "medical review of this case shows this to be early revision secondary to symptomatic malposition of an implant. The superior implant was malpositioned with resultant nerve impingement."

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual, IFU, certificates of analysis and (B)(4), the root cause is a malpositioned implant impinging on a nerve.